Event description:
The suit alleges that in 10/92 the pt was implanted with a spinal fixation device. On or about 6/94 a surgeon discovered that one of the screws was or may have been broken. In 10/94 that surgeon removed a portion of the device. In 3/95 the same surgeon removed the remainder of the device (no reason given). The suit alleges that the pt has experienced significant pain and is permanently disabled, but does not cite the injury.